Event description:
The customer reported that all the cuvettes were failing the water blank on their unicel dxc 600i synchron access clinical system. The customer was unable to resolve the issue through troubleshooting and requested for a beckman coulter field service engineer (fse) to evaluate the instrument. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered that the reagent beads from compartment b of ammonia reagent (lot m304444) obstructed the cuvette wash/vacuum probes resulting in cuvette overflow. The fse indicated that the leak was contained within the instrument. The fse stated that the obstructed wash/vacuum probe was not properly washing cuvettes resulting in failed water blanks. Each cuvette which failed water blank was not used by the instrument to generate a result. (B)(4).